Event description:
It was reported that during service and repair pre-testing, it was discovered that the battery oscillator device would not run. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device was not functional and did not engage when power was applied. It was determined that electronic control unit and electric motor were not functional and the internal gear components were worn. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear on electronic and mechanical components from repeated sterilization and use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.